Event description:
It was reported that a patient underwent a revision articular surface exchange surgery due to a migrated polyethylene bearing. Approximately one month post-implantation, the patient again experienced a shifted articular surface and required revision surgery for a second time. All components were exchanged for a different prosthesis system without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed tibial component precoat size 4 for cemented use, catalog#: 00598003702, lot#: 64692918. Unknown femoral component, catalog#: ni, lot#: ni. Report source: foreign: iran. Multiple MDR reports have been filed for this event. Please see associated report: 0002648920-2022-00145. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product cannot be returned per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. Visual examination of the provided photo found damage to the bottom of the articular surface. The devices were not returned for further evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.